Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported: suture breakage. A winding former with six needle-suture combinations and a paper lid of product code cx45d were returned for analysis. The issue samples were not received for evaluation. During the visual inspection of the five needle-suture combination, the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The DHR review could not be conducted, because the batch number of the complaint is unknown. Per the condition of the representative samples, no suture breakage was found on the sutures and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a umbilical hernia repair procedure on (B)(6) 2019 and suture was used. During the procedure, the suture snapped twice when tying the knot and fixating the mesh. There were no patient consequences reported.